Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is noted in the journal article that the "radiographic analysis demonstrated no evidence of periprosthetic osteolysis". It is also noted in the journal article that head and liner exchange was performed during the revision surgery. Patient activity level and adherence to rehabilitation protocol is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26631286 (B)(4). Concomitant medical products: catalog #unk, unknown screw, lot #unk; catalog #unk, unknown trilogy shell, lot #unk; catalog #unk, unknown femoral stem, lot #unk; catalog #unk, unknown trilogy ab ceramic head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to acute infection.